Event description:
New information received stated that the patient was last seen in clinic on (B)(6) 2018 and programming changes were made at that time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of stored egm episodes, the implantable cardiac monitor exhibited post sensed t-wave oversensing. Programming changes were discussed. No further information was reported.